Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block e1: the event was reported by the scope tech; however, their contact information is unavailable. Healthcare facility name: (B)(6). Block h6: imdrf device code a0401 is being used to capture the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2026. During cleaning, the brush catheter snapped in half at the midpoint of the scope. There was no resistance during brushing, and the tubing showed no kinks or bends. The remaining portion of the catheter was successfully removed from the scope. A new brush of the same device type was used to complete the cleaning process. No patient was present at the time of the event, and no patient complications occurred.